Event description:
Reporter alleged blood glucose measured 230 mg/dl at 10 pm, 185 mg/dl at 10:01 pm, and 84 mg/dl at 10:02 pm. No actions were taken or treatment received reportedly a result. A request was made for the return of the suspect device and replacement product was sent.